Manufacturer narrative:
The device history record review confirms that the device met all material, assembly, and performance specifications. Visual and microscopic examination of the returned device found that the stent was deployed and was not returned when received for analysis. The introducer sheath was noted to be damaged and there were no anomalies were noted to the stent delivery wire. Functional testing could not be performed due to the condition of the returned device. Based on the analysis, the reported event was confirmed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the investigation results and available information, it is possible that the damage noted to the returned introducer sheath is likely to have contributed to the resistance encountered during advancement and deployment of the stent during removal. Therefore an assignable cause of procedural factors will be assigned to the reported and analyzed issues.

Event description:
The stent (subject device) experienced friction when advancing along the guidewire so operator withdrew the stent. The stent prematurely deployed at proximal of catheter. There were no clinical consequences to the patient.